Event description:
It was reported that during the procedure in the mildly tortuous, non-calcified right coronary artery, pre-dilatation was not performed and a 4.0x12 otw xience xpedition stent delivery system was advanced without resistance to the target lesion. The stent balloon was inflated to 12 atmospheres; however, the balloon could not hold pressure and slowly deflated. The stent deployed successfully and was well apposed to the vessel wall. The sds with withdrawn from the anatomy without resistance and the physician placed the device in a tray with water. Air was injected and bubbles were seen coming from the tip of the catheter. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue and leak were confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.